Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) no complaint received with return of device. Failure (event) observed during analysis. Analysis found an insulation abrasion between 38 to 39.4 cm from the helix end. The is-1 proximal cables were exposed in this area. The abrasion is consistent with that caused by friction to another device.